Event description:
A malfunction related to the battery not holding a charge was reported by the customer. There was no reported impact to the customer¿s blood glucose level. The pump was out of warranty and was not returned by the customer, and no additional information was provided regarding corrective actions taken or the outcome of the event.